Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) balloon rupture. The unit was swapped .

Event description:
It was reported that during a procedure on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon rupture. The unit was swapped . There was no incidents reported.

Event description:
It was reported that during a procedure on a patient, the cardiosave intra-aortic balloon pump (iabp) balloon rupture. The unit was swapped. There was no patient harm.

Manufacturer narrative:
It was being reported that the during use cardsiosave intra aortic balloon pump (iabp) had an issue regarding the "balloon rupture" since the balloon was bagged due to the blood contamination. A getinge field service engineer (fse) had evaluated the unit and it was being found that the failure was being observed in the blood during the extension tubing of the balloon. Than the cardiosave or the unit was removed from the service after than the blood was being observed. Than further there leads to the examination of the pump and it was being observed that there was no blood contamination in pim or in the assembly pneumatics. The unit had passed all functional and safety tests per factory specifications and the unit was returned to the customer. There was no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a procedure the cardiosave intra-aortic balloon pump (iabp) balloon rupture. The unit was swapped .